Event description:
It was reported through a legal event that a 43 year old female patient had hernia repair surgery on or about (B)(6) 2013. During the hernia repair surgery, the surgeon implanted a strattice mesh. The records indicate this is a strattice 10 x 20 cm mesh. After surgery, the patient had a revision surgery on (B)(6) 2014. No other information was provided.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
The lot associated with this event was found through discovery, however the lot number is not valid and therefore remains unknown. The conclusion remains the same. Based on the limited information, including no identification of the valid lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the intilal: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 28/apr/2023, pmqa received notification from legal that the lot associated with this event was found through discovery and is s11156-32. No other information was reported. Although a lot number was reported, s11156-32 is not a valid lot number and therefore remains unknown. As reported in the initial: it was reported through a legal event that a 43 year old female patient had hernia repair surgery on or about (B)(6) 2013. During the hernia repair surgery, the surgeon implanted a strattice mesh. The records indicate this is a strattice 10 x 20 cm mesh. After surgery, the patient had a revision surgery on (B)(6) 2014. No other information was provided.